Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for scheduled follow-up. Upon interrogation of the device, several episodes of high ventricular rate due to lead noise, and low impedance which caused a polarity switch were observed on the right ventricular lead. The noise was not reproducible by isometric testing. The device was reprogrammed and the patient would continue to be monitored.